Manufacturer narrative:
Supplemental report 01 - MDR 1918315 - MDR 3003442380-2024-15730. Additional information - this MDR is being submitted to include the below: h11: investigation summary h6: investigation results under type of investigation. The information of this complaint has been evaluated. Since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through (pms) product trends and malfunction product trends and malfunction. If any trends picked up, this would have flagged on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient faced 3 infusion set teflon needle snapped off event on (B)(6) 2024 after just 1.5 days. . The blood glucose level was 18 mmol/l. He corrected it manually by changed set. He woke up about 1.5 hours later feeling unwell. The blood sugar level was rise to 29mmol/l. No further information available.